Event description:
A report was received via social media that the trial patient was experiencing more pain after being reprogrammed due to lead migration. The patient underwent an early lead pull procedure. No further information could be obtained.